Manufacturer narrative:
Device reported in error.

Manufacturer narrative:
This is the same event as 3010536692-2016-00168.

Event description:
Allegedly, patient is suffering from mom complications. (Right).